Manufacturer narrative:
Based on the information provided, it is not possible to determine the cause of the reported error code 1000 because the customer declined repair of the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer declined repair of the device because the device was out of warranty. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device has an error code 1000 resulting in a self test error due to the power/circuit board. There was no patient involvement.